Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the catheter kinked. Upon further examination, a hole was noted in the kinked portion of the catheter exposing the purple inner catheter. The bend/kink/hole was located at the 62.3 cm location as measured from the distal tip of the balloon. No other anomalies were detected with the device. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: the catheter on the returned device was found to be cracked/broken. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colon dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the user attempted to inflate the balloon at the target stenosed site in the colon, but the balloon would not inflate. Leakage [observed] from around the distal tip of the [dilation balloon] device. There was no back-up balloon with wire guide, so the procedure was completed using boston scientific's cre (with no guide wire). There was no reportable information at this time. Per qe evaluation on (B)(6) 2022, there was a hole in the catheter at 62cm from the distal end of the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.